Event description:
It was reported to boston scientific corporation that a resolution clip device was used within the rectum during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure the clip was not able to be deployed. Reportedly, the user pulled back on the device, which released the clip from the mucosa. However, once released, the clip separated from the delivery catheter. The clip was retrieved from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was deployed and not returned. The control wire was separated per design; however, a kink was present in it. Based on the return condition, the device could not be functionally evaluated with respect to 'clip difficult to release from the delivery catheter' while in use. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4). The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used within the rectum during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure the clip was not able to be deployed. Reportedly, the user pulled back on the device, which released the clip from the mucosa. However, once released, the clip separated from the delivery catheter. The clip was retrieved from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.